Event description:
The customer's mother stated that she thinks the insulin pump is delivering insulin without the customer's knowledge, resulting in the customer experiencing low blood glucose levels. The customer was not present at the time of the report, so troubleshooting could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.